Event description:
Procedure type: small bowel resection. According to the reporter: the customer reports that the stapler was positioned around the tissue and fired in a normal fashion. Upon inspection of the staple line, it was noticed that although the first portion of the staple line was intact, the last 50mm was wide open with no staples in place. The resection had to be re-done. Nothing fell in the patient's cavity. Add'l rectum was lost due to the failed staple line. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No reinforcement material was used in conjunction with the stapling device. The lot number of the device is unk.

Manufacturer narrative:
(B)(4).